Manufacturer narrative:
The alarm trace report contained sample short and abnormal aspiration alarms, indicating poor sample quality. A field service engineer (fse) determined that the cause was a clotted sample probe and he flushed the probe with bleach. The fse completed a hardware and precision check, which both passed to verify the instrument. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Sample (B)(6), initial result was 5.8 mg/dl, and the repeat result on a cobas pure was 9.0 mg/dl. Sample (B)(6), initial result was 7.2 mg/dl, and the repeat result was 5.3 mg/dl. Sample (B)(6), initial result was 5.86 mg/dl, and the repeat result was 7.42 mg/dl. The repeat results were deemed to be correct. The questionable results were repeated because of receiving abnormal aspiration alarms before the event.

Manufacturer narrative:
The calcium gen.2 lot number and expiration date were not provided. The customer performed a procedure to eliminate a clog and the instrument passed qc. A field service engineer (fse) flushed the probe with bleach and completed a hardware and precision check. The investigation is ongoing.